Manufacturer narrative:
The field service engineer (fse) was on site on (B)(4) 2011. A system check, high sensitivity system check and precision assessment all met specification. No system hardware issues were identified. A definitive root cause for this event has not been identified to date.

Event description:
The customer reported that on (B)(6) 2011 erratic digoxin results, within and above the normal reference range, was generated on a unicel dxl800 access immunoassay system for three samples from one patient. Subsequent repeat results on the same instrument, as well as another instrument, provided a varying range of results or instrument generated error codes. Multiple results were reported out of the laboratory. In two instances, corrected reports were required to be generated. Based upon the results released from the laboratory, the patient was administered digibind between testing. The exact date and time of digibind administration is unknown. Quality control results (qc) were within the customer's established ranges prior to and after the erroneous results. The customer indicated that the samples' conditions appeared normal, however, fibrin was identified in one patient sample. The specific sample that possessed fibrin is unknown. Samples were originally tested from the automation line, while repeat testing was directly loaded onto the instrument. The customer indicated that there were no issues with other samples or hardware.